Manufacturer narrative:
The product remains implanted; therefore, no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve at 4-6mm, mild paravalvular leak (pvl) was noted. A post-balloon aortic valvuloplasty (bav) was performed. Three months following the valve implant, moderate to severe pvl was transthoracic echocardiogram (tte) revealed new onset mitral stenosis. Computed tomography (CT) revealed the valve was at 8-10mm. The physician reported the valve had migrated and caused the mitral stenosis and worsened pvl. A non-medtronic transcatheter valve was implanted valve-in-valve resulting in no aortic insufficiency. No other adverse patient effects were reported.